Manufacturer narrative:
The customer reported event was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was due to patient's very hard bone quality.

Event description:
It was reported that; surgeon had completed insertion of cage into lumbar disc space. Wanted to put one anchor in superiorly, anchor implant bent against hard osteophyte and surgeon was forced to put anchor in inferiorly.

Event description:
It was reported that; surgeon had completed insertion of cage into lumbar disc space. Wanted to put one anchor in superiorly, anchor implant bent against hard osteophyte and surgeon was forced to put anchor in inferiorly.